Event description:
The back canes on the backrest of the power wheelchair failed and the client fell backward. The client suffered a cut on his head. Dealer provided information indicating that public transportation inappropriately secured the wheelchair by attaching the tie downs to the back canes. This situation placed significant stress on the back canes causing them to break. The wheelchair has designated areas properly marked where tie downs should be attached.